Event description:
During a new patient implant high lead impedance was observed and it was also noted that as this patient was younger they had a very small vagus nerve. A back up generator and lead were implanted and the final impedance was within normal limits. The generator and lead that gave off high lead impedance that did not resolve were received but product analysis is still underway. No other relevant information has been received to date.

Event description:
Product analysis was completed for the returned generator and lead. Various electrical loads were attached to the pulse generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. In addition, the setscrew shows indention marks indicating the setscrew was at one-point time secured to a lead pin. The electrical tests performed in the pa lab found that the generator was at an ifi = no condition. The battery voltage was measured at 3.491 volts, and the memory locations on the generator indicated that 1.470% of the battery had been consumed. There were no performance, or any other type of adverse conditions found with the pulse generator. The data dump was reviewed and high impedance was observed on the date of the surgery (B)(6) 2022, 5513 ohms. No additional anomalies were noted. Lead analysis was completed and approved. High impedance was not confirmed in the pa lab. Continuity checks of the returned lead portion were performed during the functional analysis, and no discontinuities were identified. Overall length and resistance measurements of the complete returned lead were determined to be within tolerance. The condition of the returned lead is consistent with conditions that typically exist following and implant/explant procedure.